Manufacturer narrative:
Diopter: +20.00. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluated by manufacturer?: no, lens stuck in cartridge. Cartridge is stuck in vial. Unable to evaluate. (B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, lens work order and returned product, it was determined that the root cause of this event was due to loading error. (B)(4). Lens stuck in cartridge.

Event description:
The reporter stated the surgeon used a cc4204a +20.00 diopter collamer single piece lens. The lens was not inserted into the eye. Not sure if there was patient contact or not. The physician noticed the tear on the lens as he was advancing the lens in the injector. Physician stopped the procedure. Lens remains in the cartridge. There was no patient injury. Backup lens was implanted. Cause of this incident was loading error by the tech.

Manufacturer narrative:
Based on the results of the DHR review, the available information given within this complaint, and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint, as stated by the surgery facility, is user (technician) error during loading. Per medical review - reportedly, the surgeon noticed a lens tear as he was advancing lens in the injector and stopped injection. It is unknown if the device (injector or lens) was in contact with the patient but there was no incision enlargement reported. Another lens was successfully implanted. According to the report, dated on (B)(6) 2015, there was no patient injury and the cause of the event was user error during loading by technician.(B)(4).